Manufacturer narrative:
(B)(4) for the reported event of clip was difficult to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for prevention of bleeding during a colonoscopy with polypectomy procedure on (B)(6) 2013. According to the complainant, after applying the clip, the spring broke and the cable snapped. Nothing from the spring that broke fell into the patient, and after a "little manipulation" of the clip the procedure was completed with the same device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.